Event description:
Transmission showed that the implantable cardiac monitor (icm) was exhibiting post-sensed t-wave oversensing.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the implantable cardiac monitor (icm) exhibited oversensing of t-wave. No intervention was performed. The patient was in stable condition.